Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was squirting out insulin during manual priming. It was reported a compromised force sensor system alarm occurred. The customer also stated the drive support cap appeared to be normal. Blood glucose level at the time of the incident was 231 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform operating currents, unexpected restart error test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test due to compromised force sensor system alarm. Unit had minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip, missing o-ring (reservoir tube), cracked reservoir tube window, cracked case at reservoir tube window corners and missing end cap sticker.